Event description:
A caller reported intermittent occlusion alarms. Though the customer experienced recurring occlusion issues, there was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl, and cgm did not read "high." To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery, and cts facilitated further assistance through a follow-up request. Cts to replace pump, customer will continue to use current pump for insulin delivery.